Event description:
As reported from our affiliates in (B)(4) this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. While advancing the commander delivery with crimped valve through the esheath, it was not possible to push the valve though, strong resistance was found, and the valve moved on the balloon towards the tip. Therefore, it was decided to remove the commander delivery system along with the esheath. New devices were prepared and then the valve was successfully implanted. The patient was in stable condition with no apparent injury to the femoral artery. As per medical opinion, the root cause of the event might be related to high tortuosity which made it difficult to advance the delivery system. During pre-decontamination observation of the sheath, it was observed that the esheath was kinked, the liner was torn with liner strands and the tip was split.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The following were observed on the returned sheath: a valve was stuck at the end of the sheath. The sheath was fully expanded, and the tip was opened. There were kinks along the shaft. The liner was torn. The tear starts from the tip and measures approximately 7cm. There were two minor strands 2cm in length branching from a major strand at 2 cm from esheath tip. The tip split. There was soft tip damage and scratches in the hdpe. Liner thickness was measured along the liner tear and strand as an out of specification result could be indicative of a manufacturing non-conformance. All measurements met specification. The complaints for kinked sheath, sheath liner strand, sheath liner tear, sheath distal tip split, and inability to advance through sheath are confirmed from the returned device evaluation. However, as the devices met specification, no manufacturing non-conformances were identified in the evaluation. Review of the DHR, complaint history, and lot history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Kinks observed on the sheath shaft are indicative of the presence of tortuosity in the access vessel. The site stated that "the root cause of the event might be related to high tortuosity which difficult to advance the delivery system". Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches/kinks observed on the sheath shaft are indicative of the presence of calcification in the access vessel. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Vessel sizes were not available. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. No evidence was provided to support a steep insertion angle was used. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the kinked sheath. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. The site stated that "the root cause of the event might be related to high tortuosity" and scratches were present on the returned sheath which could be indicative of interaction with calcification. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath potentially leading to the crimped valve to catch onto the liner. The delivery system or balloon catheter can potentially catch on to liner of the sheath and tear it upon removal. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve strut caught on liner) may have contributed to the sheath liner tear. Similar to root cause for the liner tears, liner strands can occur from a weakened liner from interaction with calcification and vessel angulation creating suboptimal angles causing the valve to interact with the sheath liner. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve strut caught on liner) may have contributed to the liner strands. The valve was returned near the distal end of the sheath and scratches were present as well which is indicative of interaction with calcification in the vessel. Interaction with hard material such as the crimped thv or vessel calcification could have caused damage to the hdpe particularly at the distal opening causing it to split. Available information suggests patient factors (calcification) and/or procedural factors (interaction with crimped valve) may have contributed to sheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.